Event description:
It was reported that in-office sensing test results of the right ventricular (rv) lead showed no sensing markers or measurements. When tested through the device, readings showed there was a measurable complex. The lead was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2009; d154awg implantable cardioverter defibrillator (B)(6) 2007.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.